Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer stated that the infusion set appeared like a corkscrew upon insertion. She complained of vomiting and fever. She stated that she had changed the insulin pump the day prior. The blood glucose readings leading up to the event were 95 mg/dl, which rose to 200 mg/dl later. She was treated with insulin and an intravenous drip in her artery. She stated that she was wearing the insulin pump at the time of the hospitalization. She added that she had gastroparesis as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.